Manufacturer narrative:
Aware date of the original report was incorrect. The date manufacturer received information was 2017-07-26. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was getting an MRI to check lead placement.

Manufacturer narrative:
Updated event date. The main component of the system and other applicable components are: product ID: 3387s-40, lot# va128c9, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) later reported that the dbs procedure produced complete aphasia on (B)(6) 2016. The target area during the procedure was the left internal globus pallidus (gpi). A CT was acquired which was normal and did not reveal an intracranial hemorrhage. An 18 mm left subdural hemorrhage (sdh) was observed on (B)(6) 2016. This was not thought to be directly related to the device. The cause of the stroke-like symptoms and bleeding was thought to be some functional disorder, as there was no identifiable structural change. It was noted there was a possible microinfarct versus edema due to the prolonged dysfunction; however, the patient recovered with therapy by (B)(6) 2017. Another CT was acquired on (B)(6) 2017 which revealed no intracranial hemorrhage. The issue was considered resolved at the time of this secondary report.

Manufacturer narrative:
Other: stroke. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had stroke-like symptoms that kept them in the hospital for a month. These were complications related to dbs surgery and related to a bleed. After programming they were still struggling with some issues, so they have been set up with an appointment with a known dbs healthcare professional. No further complications were reported as a result of this event.

Manufacturer narrative:
Based on additional review of the event, the previously reported patient code of (B)(4) no longer applies to the event. Also, code (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) reporting that the patient was having a harder time getting around and had another big fall. The consumer reported that the patient was meeting with their healthcare provider (hcp) to get programming done as well as getting a referral for physical therapy and a wheelchair. No further patient complications have been reported as a result of this event.